Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8 mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at distal end.

Event description:
It was reported that 8 mm monopolar curved scissors (mcs) instrument could not be used intraoperatively. There were no reports of patient injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: a cable on the reported instrument was broken, and the wires were visibly frayed. The issue had happened several times.